Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during the insertion, medical doctor could not advance the swg due to the folded swg line. So, medical doctor at ane opened a new set and the procedure was completed successfully.

Event description:
The customer reports: during the insertion, md could not advance the swg due to the folded swg line. So, md at ane opened a new set and the procedure was completed successfully.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. No other components were returned. The guide wire was observed to have one severe kink near the center of the body and one slight kink near the center of the body. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 52 and 211 mm from one end of the guide wire. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory 20ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through the needle with minimal resistance. Slight resistance was met when the kinked portions of the guide wire passed through. A manual tug test confirmed that both welds were intact. The customer did not supply a lot number and a potential lot could not be determined based on a sales history review for this customer; therefore, a device history record review could not be performed. The current instructions-for-use (IFU) supplied with this kit describes suggested techniques to mitigate damage to the guide wire. The IFU states "use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter simultaneously. Use of excessive force may damage catheter or spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in two locations near the center of the body. The returned guide wire met all relevant dimensional requirements and no manufacturing issues were identified. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.